Event description:
It was reported to resmed (B)(4) that an astral device's touch screen was scrambling and all black. There was no pt harm or injury reported as a result of this incident. MFR #: 3004604967-2015-00101.